Event description:
It was reported that a pca ii pump would not deliver an unspecified amount of hydromorphone during infusion. The healthcare professional checked the lines and restarted the pump. The pump made a beeping noise and was shut off. A non-baxter primary set was used in addition to a clearlink secondary set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.